Manufacturer narrative:
Additional information obtained during a follow-up call with the patient performed by the medical surveillance specialist on 08/25/2015: the patient stated that they related the symptoms of "weak and shaky" which they experienced to low blood glucose. The patient also self-treated these symptoms immediately by consuming a glucose tablet.

Manufacturer narrative:
Follow-up # 2. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter both passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing. A DHR (device history record) was also completed for the associated meter lot and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter would not turn on. In addition, the meter allegedly read high when testing with control solution. These complaints were classified based on customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, to obtain additional information. The patient stated that the alleged issues occurred at 6am on (B)(6) 2015. At this time the patient obtained a control solution result of "163mg/dl" with the subject meter. This falls out with the control solution range of "118-158mg/dl" or this test strip lot. The patient also stated that the meter would not power on at this time. The patient manages their diabetes by self-adjusting their insulin dosage and in response to the alleged product issues they increased their insulin dosage to "30 units of humalin and 12 units of humalog" per day. The patient's previous regimen is not known at this time. 2 weeks after these alleged issues occurred the patient developed symptoms of "weak and shaky" but denied requiring any form of treatment as a result of these issues. At the time of troubleshooting the cca was able to establish that there was no misuse of the subject meter, but could not resolve the alleged power issue. The cca also noted that the correct unit of measure was set on the subject meter; however the patient was using the incorrect testing technique. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issues began.